Manufacturer narrative:
Section d, device identification was updated. Relevant fields of sections d and g were updated. Section b7 was updated. A field service engineer (fse) determined that the issue was consistent with either worn syringe seals or contamination in the fluidic lines. The fse replaced the syringe seals and pinch tubing, sanded the syringe plunger, and cleaned the glass barrel. The customer verified that qc was passing. The investigation determined that the service action resolved the issue.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas e 801 analytical unit. The initial result was 294 ng/l, and with a new sample 2 hours later the result was 36.1 ng/l. A new sample was collected and the result was 54.5 ng/l, this sample was repeated 2 hours later with a result of 37 ng/l. The result of 54.5 ng/l and the 2 hour repeat result of 37 ng/l were deemed to be correct. The questionable result was repeated because the doctor called the lab and was concerned with the results and had a new sample collected.